Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use aspiration needle's sheath was sheared during an endobronchial ultrasound procedure. There were no reports of patient harm.